Manufacturer narrative:
Images provided angioscopic images of r-zes showed homogeneous neointimal coverage (nic) grade 1 (d¿f). Thrombus was found at the distal edge of r-zes. Comparison of early-phase arterial repair following cobalt-chrome everolimus-eluting stent and slow-release zotarolimus-eluting stent: an angioscopic study. Available https://doi.org/10.1007/s12928-017-0465-x. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal evaluating the comparison of early-phase arterial repair following cobalt-chrome everolimus-eluting stent and slow-release zotarolimus-eluting stent was received. Resolute zotarolimus eluting stent devices were used in procedures to treat lesions in the lad, lcx and rca. Post procedure, angioscopic images were analyzed to determine neointimal coverage(nic). Events reported were thrombus occurred along with in-stent late lumen loss. Fifty-three percent of slow-release zotarolimus-eluting stents (r-zes, resolute) demonstrated homogenous nic and the remaining stents showed heterogeneity of 1 or 2 grades.